Event description:
It was reported the patient received the following results within 10 minutes: 422 mg/dl and 95 mg/dl. On a different day the patient received the following results within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) and 130 mg/dl.